Event description:
The customer was performing a therapeutic plasma exchange (tpe) procedure and she noticed there were tiny air bubbles starting in the replacement fluid lines below the "y" and then exiting the return air chamber about 25 minutes into the procedure. In the warmer line there were pockets of air 1/4 to 1 1/4 inches long. She was able to remove the air before it went to the pt. The was the second procedure for this pt. The first procedure had a similar incident and was reported on medwatch report #1722028-2012-00128. The customer is unwilling to provide the pt identifier due to hipaa regulations. Ne medical intervention was necessary for this event and no air went to the pt. She is stable and continuing daily treatment with tpe. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: for this procedure the customer did connect a transfusion set to the slip luer on the replacement line to see if this would make a difference but she does not think that it did. They continued to have the problem of pockets of air 1/4 to 1 1/4 inches long forming from these tiny bubbles in the blood warmer line. She states she did not allow the fresh frozen plasma (ffp) to warm to room temperature before using but will try that tomorrow. She states they will use the same lot number of tubing for tomorrow's procedure but will allow the ffp to warm to room temperature to see if that makes a difference. The spectra tpe set was returned for investigation. The set was visually inspected for misassemblies, missing parts, kinks, leaks and general defects and none were observed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. The tiny bubbles seen by the customer were likely the result of degassing of the fluids in the set. Small bubbles of this type may leave the return air chamber as a part of the normal process, but would not accumulate into large pockets of air in the blood warmer tubing. The pockets of air seen in the blood warmer tubing were likely due to a loose connection between the blood warmer and the disposable set, and the blood warmer being located above the patient. Root cause: based on the available information, the air in the blood warmer tubing is likely the result of a loose connection of the luers between the blood warmer and the disposable set.